Manufacturer narrative:
The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. The valve was returned crimped on the inflation balloon at the valve alignment position. Visual inspection revealed one strut was bent outward at the inflow. One strut was slightly bent at the outflow. The struts were exposed through the skirt, which is normal after crimp and used. Post expansion of the valve, one strut was bent outward at the inflow. The frame was distorted/deformed. The leaflets were wrinkled and dehydrated due to the storage condition (prolonged crimping) during the return handling process. All struts exposed through skirt, normal after crimped and used. Review of provided case imagery revealed one strut bent at the inflow and one strut bent outwardly at approximately 90 degrees at the inflow within the patient anatomy. A puncture hole near the partially expanded sheath shaft was also observed. No functional testing or dimensional analysis was able to be performed due to the condition of the device return. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other similar complaints. Although the complaint for was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment which captures root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the returned product. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿while inserting the commander system with crimped valve through the esheath, a frame strut perforated the esheath approx. 3cm from the unexpandable part of the esheath. It was observed after valve alignment that one stent strut was bent outwards about 90 degree.¿ additionally, it was noted that the angle of insertion was at 40-45 degrees, and sheath puncture hole was observed on the sheath shaft which was indicating high push force or excessive manipulation. The steep insertion angle can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts catch and puncture the sheath and result in the bent strut. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause was unable to be determined, available information suggests procedural factors (excessive device manipulation/ steep insertion angle) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration. This complaint is within the scope and is one of the complaints identified in this product risk assessment. A CAPA has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in sweden, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. Resistance was encountered during the insertion of the commander system and crimped valve through the 14fr esheath. It was observed after valve alignment that one stent strut was bent outwards about 90 degree. The frame strut perforated the esheath approximately 3cm from the un-expandable part of the esheath. The decision was made to remove the entire system. The delivery system and valve were successfully retracted into the esheath and removed. A new delivery system, valve and esheath were used. The valve implant was successful with great results and no paravalvular leak (pvl). There was no patient injury and the patient is reported to be doing fine. Information regrading the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided.